Event description:
Information was received that reported a patient was hospitalized in 2007. The patient had reportedly had some cardiac issues and was hospitalized. Upon admission to the hospital, his blood glucose was 570 mg/dl, in addition to procedure related to his cardiac problems, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.